Event description:
It was reported that this implantable device was found to be operating in safety mode. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. It was confirmed that this device was discarded by the healthcare facility and will not be returned for evaluation.

Event description:
It was reported that this implantable device was found to be operating in safety mode. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.